Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 11:30 p.m. With blood glucose of level of 500mg/dl. The customer was vomiting every fifteen minutes. The customer was treated with manual injection prior to hospitalization and insulin drip while admitted. The customer had diabetic ketoacidosis per the healthcare professional. The customer was wearing the insulin pump during the hospitalization. Troubleshooting for high blood glucose was performed. The customer's blood glucose level was 266mg/dl at the time of the call. The drive support cap appeared normal. The customer stated that everything was working fine and had no issues with the infusion set. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.